Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a reset and went to safety core. The cause of the reset was unknown. After the device went to safety core, a charge fault was detected. Technical services (ts) discussed that the charge fault could be an indication of a lead issue and recommended thoroughly testing the lead at the ICD replacement procedure. Subsequently, a revision procedure was performed. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.